Event description:
It was reported that leakage occurred past the bd vacutainer¿ 24 hour urine specimen container cap during use. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "24 hour urine collection container cap is leaky the 24 hour urine collection container leaks in quite some of the cases. The cap leaves room to leak. Customer asks for instance to put a rubber ring within the cap to stop leaking. Processing the 24 hour urine collection container is a quite messy task since there's always multiple containers leaking."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred past the bd vacutainer¿ 24 hour urine specimen container cap during use. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "24 hour urine collection container cap is leaky. The 24 hour urine collection container leaks in quite some of the cases. The cap leaves room to leak. Customer asks for instance to put a rubber ring within the cap to stop leaking. Processing the 24 hour urine collection container is a quite messy task since there's always multiple containers leaking."